Event description:
On (B)(6), 2011, customer reported to beckman coulter, inc. (Bec) that there was a leak in the area to the left of the wash concentrate bottle on the unicel dxc 800 synchron system (dxc 800). Customer reported that they were unable to identify the source of the leak. The customer reported that the fluid looked colorless, and that the dxc 800 was in the stopped mode. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. On (B)(6), 2001, customer reported to bec field service engineer (fse) that there was no other leaks found and cancel service visit by the fse. Customer did not provide any other information. To date, customer has not reported on any further leaking issue.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).